Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added more insulin into the cartridge, completed the load process, and resumed insulin delivery. Customer reported an elevated blood glucose level of 299 (mg/dl) and indicated that a bolus would be delivered after completing the supply change.